Event description:
It was reported that the patient had a bacteremia infection and septic joints. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue was identified that required full analysis.